Manufacturer narrative:
Initial and final MDR 1875957 - MDR 3003442380-2024-04927 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 15-march-2024, it was reported by the patient that two infusions set fell off within 12 hours of use. The patient replaced infusion set and resumed insulin successfully. No further information was available.